Manufacturer narrative:
(B)(4). The sample was discarded.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of an overprime - leak out of patient line. Complaint is not confirmed and the assignable cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During follow up with the home patient (hp) regarding a separate issue, the hp stated that she had an overprime last night on a patient line extension. They clamped off the cassette then added a new extension and reprimed and the alarm cleared. The patient was involved but there was no patient injury or medical intervention reported